Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-clinic after receiving a patient notification for post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were recommended.